Event description:
User received erroneous results for multiple assays. An unk number of pt samples were involved. Results for these samples were reported, no data provided and no info provided to determine if these pts were adversely affected. The following specific examples for ast were provided: sample 1 initial result was 47 u/l, repeat result was 28 u/l and 43 u/l on another analyzer. Initial result was reported. Sample 2 initial result was 44 u/l, repeat result was 24 u/l and 27 u/l on another analyzer. Initial result was reported. Sample 3 initial result was 36 u/l, repeat result was 23 u/l and 35 u/l on another analyzer. Result of 35 u/l was reported. Sample 4 initial result was 26 u/l, repeat result was 17 u/l and 25 u/l on another analyzer. Initial result was reported. User stated it is unk if these pts were adversely affected. The field svc rep determined the cause to be a bad photometer lamp and reaction cells and noted the user had replaced these prior to his arrival. Performance tests were performed which were within spec.